Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device failed to charge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.